Manufacturer narrative:
Device passed displacement, and self tests. No missing segments or partial displays, white displays, flashing displays, gray/faded displays, or unexpected display anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display anomaly. Customer stated the battery was changed but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.